Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 22-oct-2018 with the following findings: review of the black box data verified the time was adjusted from 15:09 to 14:09 by the user on (B)(4) 2018. The total daily dose history appeared to be inaccurate for (B)(6) 2018 due to an empty cartridge alarm that occurred at 03:21 that day. The pump was found to be operating as intended without malfunction. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings issue. It was reported that the basal history does not match active basal program and max limits were exceeded. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.